Manufacturer narrative:
The returned assembly was evaluated. The set screw was found intact within the assembly; the complaint cannot be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the set screw detached from the plate during assembly while being implanted. There were no reports of patient injury or surgical delay associated with this event. Surgery was completed with another device.